Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21 mm 3300tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of 11 years, 4 months due to severe symptomatic stenosis of the prosthetic aortic valve. The patient presented with chf. The tavr was performed with a 23 mm 9750tfx, the surgical valve was successfully fractured due to potential for ppm. The patient tolerated the procedure very well and was transported to the recovery room in satisfactory condition.

Manufacturer narrative:
Manufacturer narrative: updated sections: d4 expiration date, h4, h6 type of investigation, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11 corrected data: updated section b5. Per the physician there was no allegation that this valve prematurely failed. Based on new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 21 mm 3300tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of 11 years, 4 months due to severe symptomatic stenosis of the prosthetic aortic valve. The patient presented with chf. The tavr was performed with a 23 mm 9750tfx, the surgical valve was successfully fractured d/t potential for ppm. The patient was transported to the recovery room in satisfactory condition. Per the physician there was no premature failure, other patient health factors probably played a role in the valve stenosis.